Event description:
During evaluation of a returned homechoice (hc) device, the hc device failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections were performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite volumetric accuracy testing as fluid was transferred above the allowable specification range. Additionally, a pneumatic system test was done which found an unrelated issue. The cause of the rite failure was determined to be deteriorated piston foam. Test piston foam was installed and the device completed a simulated therapy with no issues noted. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.